Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was hcp said the pt told them the ins was at eos, was dead, and broken. Additional information was received from a healthcare provider (hcp). The reason for call was to get MRI information. The patient (pt) reported that the ins no longer works and the remote does not work or charge. The pt reported that they had been scanned in the past with the ins not working. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The rep stated that patient is scheduled for an MRI of her dorsal and lumbar spine on monday. Rep stated that the pt told them that they can't control the stimulator with the controller and that the implant is nonfunctioning. Rep did not know the last time the pt used or charged the implant. The rep wanted to know if they could scan the pt without having to put the implant into MRI mode. Agent reviewed MRI guidelines. The pt was redirected to their healthcare provider (hcp) to further address the issue. The rep mentioned that they have reached out to the pt's hcp office and the office has sent them information that they were already aware of, but they have not sent the eligibility form with the check mark on if the pt is full body eligible.". Tss reviewed options for pt to charge up their system to access MRI mode or for managing hcp to complete MRI elig form.